Manufacturer narrative:
Updated data a1, b3, b5, g, h6 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Continuation of d10: product ID {evproplus-29us}; product lot/serial number {(B)(6)}; product type: {transcatheter aortic valve (tavr)}; implant date (B)(6) 2020 explant date {na} product ID {l-evprop34us}; product lot/serial number {(B)(6)}; product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) identified a left bundle branch block and right bundle branch block. No treatment was reported. No adverse patient effects were reported. Additional information was received that following the implant of this transcatheter bioprosthetic valve, via access at the right femoral artery, the patient reported left calf pain. Upon assessment a dusky appearance and cool to-the-touch left foot with decreased pedal pulses were noted. Doppler imaging identified, and an angiogram confirmed, a left common femoral artery occlusion. It was reported the delivery catheter system (dcs) disrupted plaque inside the vasculature and caused the occlusion. One day following the valve implant, a femoral endarterectomy with patch angioplasty was performed. Fifteen days after the implant an electrocardiogram (ECG) indicated atrial fibrillation (afib) with right ventricular response (rvr). Adjustments were made to prescribed medications. One month post valve implant, an ECG showed a right axis deviation and an intraventricular block. No treatment was prescribed. No additional adverse patient effects were reported. Additional information was received that one day following the implant of this transcatheter bioprosthetic valve, intravenous therapy (IV) medication was required for exacerbated hypertension. Blood pressure was not documented at the time of exacerbation. The hypertension resolved the same day. Blood pressure was 140/63 millimeters of mercury (mmhg) at discharge. Per the physician, the hypertension was related to the procedure but not related to the device. No additional adverse patient effects were reported. Additional information was received that following the implant of the valve, right femoral access site bleeding. A small amount of bloody drainage was observed at the femoral access site. Following the valve implant procedure, a right radial oozing was noted from the access site for a non-medtronic (sentinel - cerebral protection system) device. The non-medtronic cerebral protection system was placed during the index procedure for the valve implant. Oozing was noted under the gauze at the radial access site. A non-medtronic band (tr band ¿ terumo) was applied to the radial access site and the radial bleed resolved. Pre-operative hemoglobin (hb) level was at 11.9 grams per deciliter (g/dl) and baseline hb was 12.8 g/dl. Post-operative hb was 12.0 g/dl. No further bleeding was noted from the access site. Discharge hb was 9.9 g/dl and acute blood loss anemia was diagnosed. No treatment was provided for the access site bleed and anemia. The femoral access site bleeding was reported as resolved. Per the physician, the access site bleed was rel ated to the valve implant procedure, dcs and sheath. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, via access at the right femoral artery, the patient reported left calf pain. Upon assessment a dusky appearance and cool to-the-touch left foot with decreased pedal pulses were noted. Doppler imaging identified, and an angiogram confirmed, a left common femoral artery occlusion. It was reported the delivery catheter system disrupted plaque inside the vasculature and caused the occlusion. One day following the valve implant, a femoral endarterectomy with patch angioplasty was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was discarded by the customer, and as such no analysis could be performed. No procedural images were provided for review. Vascular access related complications, such as occlusion, are a known potential adverse patient effect per the evolut system instructions for use (IFU). Vessel injury and patient death are typically related to patient anatomical factors, in addition to procedural and device factors. It was reported the delivery catheter system (dcs) disrupted plaque inside the vasculature and caused the occlusion. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.